Event description:
It was reported via clinic notes received by the manufacturer that "non-pharmacologic interventions include and vagus nerve stimulation with the result being improved mood {sic}. Associated symptoms include altered level of consciousness, staring, and unresponsiveness." The statement regarding the associated symptoms appeared to be related to the patient's seizure condition and not the vns, but it was unclear if that was the case. No additional relevant information has been received to date.